Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was attempted to be used in the subglottic airway during a balloon dilatation procedure performed on (B)(6) 2025. During the procedure, the device was advanced to the subglottic trachea stenosis site, and the dilatation was ineffective after being filled with water, resulting in dilatation failure. It was reported the balloon was fractured. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporters facility name is the first affiliated (B)(6); reported here as the facility name exceeded the character limit for the designated field. Block g4: the remaining premarket/510(k) number is k170759; reported here as premarket/510(k) number exceeded the character limit for the designated field. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results the returned cre pulmonary dilatation balloon was analyzed and a visual inspection found no physical damage. A functional evaluation found the balloon inflated without problems but was not able to hold pressure due to a pinhole in the balloon. Microscopic evaluation found the balloon had a pinhole located approximately 36mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon burst was not confirmed. The returned device was inflated without any problem however it was not able to hold pressure due to a pinhole located approximately 36mm from the tip of the device. The pinhole problem found could have been interpreted by the customer as the reported event of balloon burst. It is possible that the pinhole found on the balloon occurred due to procedural factors such as excess pressure or interaction with other devices, or anatomical factors. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the balloon pinhole. Therefore, the most probable root cause is adverse event related to procedure.

Manufacturer narrative:
Block e1: initial reporters facility name is (B)(6) hospital; reported here as the facility name exceeded the character limit for the designated field. Block g4: the remaining premarket/510(k) number is k170759; reported here as premarket/510(k) number exceeded the character limit for the designated field. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was attempted to be used in the subglottic airway during a balloon dilatation procedure performed on (B)(6) 2025. During the procedure, the device was advanced to the subglottic trachea stenosis site, and the dilatation was ineffective after being filled with water, resulting in dilatation failure. It was reported the balloon was fractured. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.